Manufacturer narrative:
(B)(4). On an unreported date, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy resulting in the development of peritonitis. The breach in aseptic technique was further described as the patient did not wear a mask during therapy. The patient was hospitalized for the event and treated with intraperitoneal (ip) vancomycin injections (1g stat and every 5th day), ip fortum injections (1g twice daily for 14 days) and ip reflin injections (1mg for 14 days, frequency not reported). At the time of this report, the patient was recovering from the peritonitis. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.